Event description:
Plaintiff reports initial bilateral implantation 4/20/76 with replacement 5/8/78. Plaintiff alleges "... Injuries as a result of ... Implants containing or consisting of silicone, silicone gel, and/or an elastomer made of silicone.